Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump did not alarm occlusion. Customer's blood glucose reading was 25 mmol/l. Troubleshoot was performed. It was reported that there were air bubbles in the tubing; the infusion set were changed several times but air bubbles reoccurred. The size of the air bubbles was like a rice. Caller stated the air bubbles were present during therapy. However, the air bubbles were removed at the end of the troubleshooting. Customer treated their blood glucose reading with skittles. Insulin pump will be returning for analysis.